Event description:
It was reported the fetal heart rate (fhr) kept dropping out every 10 seconds or so. When it came back, the heart rate was high and then it would drop. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and dispatched a philips field service engineer (fse) onsite to check the unit over to ensure the transducers were docking as they should be and the wireless checks were done, as well as, free of interference. Once onsite, the fse conducted an obr scan, and decided to change room 8 from channel 9 to channel 11. Room 7 remains on channel 8. The fse found the adjustment created a larger gap between rf channels, particularly as the most affected areas are room 7 and room 8. Through observation, the fse found the device to be operating without issues. The fse later on discovered a field change order (fco) linked to an issue with the fetal monitor's base station that warranted a software update from b.01.07 to b.02.01. Once the software update was administered upon the device, the issue was resolved. The unit returned to working specification. No further investigation or action is warranted at this time.